Event description:
The customer received questionable ion selective electrode (ise) sodium results on their integra 400 plus analyzer. The customer provided data for three patients, of which one had discrepant results reported outside the laboratory. The patient's initial sodium result was 121 mmol/l accompanied by a data flag. The patient's first repeat result was 120 mmol/l accompanied by a data flag. This result was reported outside the laboratory. For troubleshooting, the customer repeated the sample five times with results of 120 mmol/l accompanied by a data flag, 138 mmol/l, 138 mmol/l, 137 mmol/l, and 137 mmol/l. The sample was sent to another laboratory for analysis and the result was 126 mmol/l. The customer considered 126 mmol/l to be correct and it was issued as a corrected report. The physician's office was closed, so the patient could not have received any treatment based on the reported 120 mmol/l result. There were no adverse events. The sodium electrode lot number was 21513754. The field service representative found an air bubble in the sodium electrode. He replaced the sodium electrode. He successfully performed a precision test on all three levels of quality control.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The result of 126 mmol/l from the external laboratory was produced on a siemens dimension analyzer.